Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a triclip procedure. During the preparation, it was observed that port on underside delivery catheter handle was leaking when attached to heparin saline flush port. Stopcocks were swapped, but the issue was not resolved. Device was replaced with the new triclip. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.